Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) lead was found to have lost capture. Fluctuating impedances and sensing were also observed. It was determined that the lead had perforated the heart wall. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.